Event description:
A customer contacted baxter technical service group regarding a check patient line alarm received on the homechoice (hc) unit during initial drain. The technical service representative (tsr) had the home patient (hp) check to be sure that proper clamps are open and that the transfer set was open. The tsr aloes had the hp check the line for any air, kinks, or fibrin. The hp stated that there was air in the patient line. The tsr assisted with ending therapy on the cycler so that hp could setup with new supplies. There was patient involvement but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.

Manufacturer narrative:
(B)(4). This complaint for the air in tubing (without alarm) is not confirmed and the cause was not identified. The lot number is unknown; therefore a batch review cannot be performed.